Event description:
It was reported by a physician that a vns patient wasn¿t sure if the device was working because he had a recent increase in seizures. The patient can feel magnet stimulation. Additional relevant information has not been received to-date.

Event description:
Follow-up to the treating neurologist indicated that they were not aware of any report of an increase in seizures and that the device had been working fine. It was stated that the diagnostics were normal at all checks. She stated the battery was not indicated to be low.